Manufacturer narrative:
Other applicable components are: product ID 37642 serial# (B)(4) product type programmer, patient product ID 3389-40 lot# j0309643v implanted: (B)(4) 2003 product type lead product ID 748240 serial# (B)(4) implanted: (B)(6) 2003 product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via the manufacturer representative (rep) reported that the patient has been experiencing a shocking sensation with the implantable pulse generator (ipg) also turning off inexplicably as of about a month prior to date notified. It was stated that the patient possibly turned the ipg off with their own patient programmer (pp) according to the neurologist. Furthermore, according to the patient the shocking occurred when their scalp was massaged by a hair stylist which resolved once the massaging stopped, and has not returned. Impedance tests were taken on date notified, but the physician's office was not able to share the reports. The patient was educated on proper use of the pp and no other interventions are needed according to the neurologist, with the issue resolved at the time of the report. No further complications are anticipated. The patient's indication for implant is parkinson's disease.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.